Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported potential lot numbers 7006998 and 7019613. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Two potential lot numbers were provided for this incident. The information for each lot # is as follows: medical device lot #: 7019613, medical device expiration date: 01-31-2022, device manufacture date: 01-19-2017. Medical device lot #: 7006998, medical device expiration date:12-31- 2021, device manufacture date: 01-06-2017. Date of event: unknown. The date received by manufacturer has been used for this field. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. UDI# (B)(4).

Event description:
It was reported that after using a 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter the safety shield fell of during activation. No medical interventions were done. There was no injury.